Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the staples activated but it would not cut. The white clip holding the blade fell out and the blade shot out across the room. A new reload was used and worked fine. No pt injury was reported.